Event description:
It was reported that this right atrial (ra) lead exhibited oversensing noise. The physician suspects that the non-(B)(6) ra lead to be damaged. The physician plans on extracting this ra lead. At this time, the lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).